Manufacturer narrative:
The device was not returned for evaluation. Without evaluating the device, we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose (bg) levels reached 16.9 mmol/l (305 mg/dl) while wearing the pod between 24 and 36 hours on the arm. When the pod was removed, it was noted that the cannula appeared bent. No further information could be provided.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No bend or kink was observed in the cannula. No malfunction or other product conditions were found that would have contributed to the reported hyperglycemia.